Manufacturer narrative:
The failure investigation has been completed and the alleged issue was verified in the pump logs; however, no failure was identified. A different issue was identified.

Event description:
It was reported that an altitude alarm occurred while the customer was not outside of the labeled operating altitude range. Customer¿s blood glucose level was 300 mg/dl. Reportedly, the customer reverted to an alternate method of insulin therapy.